Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, patellar loosening, fracture, femoral loosening, and tibial loosening, or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected component and investigation clinical codes.

Event description:
It was reported that approximately 148 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, progressive knee pain, osteolysis, aseptic loosening of femur and tibial tray, polyethylene wear of insert, surface damage, delamination and pitting on the patella, which was fractured and loose. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: 2255847 - 02-010-01-0235 - logic femoral ps cem left sz 3.5, 2290605 - 02-012-45-3525 - lgc tibial fit tray cem sz 3.5f / 2.5t, (B)(6) - 200-02-26 - three peg patella 26mm. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.